Manufacturer narrative:
No buzzing, display anomaly, frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a frozen display. The blood glucose level was 202 mg/dl. The products will return for the analysis.